Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery indicator shows an empty battery. There was no reported adverse patient impact.